Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was not capture and r-wave amplitude sensing had decreased. X-ray's were taken which confirmed the lp had not moved. The patient was in stable condition.

Event description:
New information noted the patient was seen in clinic and capture resumed at 1.75 volts at 0.4 milliseconds with normal device function. No changes or interventions were performed. The patient was in stable condition.